Event description:
It was reported to a physio-control service representative that the customer's device turned itself off while monitoring a patient during transport to another hospital. The device was used on a middle aged man with heart disease. There was no adverse effect caused to the patient as a result of the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device but was unable to verify the reported failure. Physio-control observed proper device operation through functional and performance testing. The device was returned to the customer for use. The cause of the reported failure could not be determined.